Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found there was no image due to a defective plug unit due to corrosion on the electrical connector. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. The root cause could not be identified; however, corrosion occurred inside the scope connector due to its breakage. As a result, the suggested event occurred. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image. There was not report of patient harm associated with this event.

Manufacturer narrative:
It was further reported that the device was an olympus device, lent to the hospital for an emergency. The loaner was well functioning in the hospital. The information was translated written by the field engineer, so that became "customer reported" in literal translation. But the customer did not mention anything wrong with the device. The image issue was found on 14 sept 2023.